Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Boston scientific technical services (ts) was consulted and recommended lead integrity testing. No adverse patient effects were reported. At this time, this rv lead remains implanted and in service. Information received from the field indicates lead integrity testing was unremarkable. Subsequently, this lead remains in service, and the patient will be closely monitored.